Event description:
Target lesion was located in the left anterior descending (lad) artery. The 1st diagonal (dx) and lad arteries were accessed and a guide catheter and two guidewires were placed. The intravascular ultrasound (ivus) catheter was advanced and resistance was felt at the tip of the guide catheter. Continued to advance the guide catheter another 5-8 mm and more resistance was felt. The physician pulled on the ivus catheter, the distal segment of the ivus catheter monorail caught on the guidewires which had twisted one on top of the other; breaking off the catheter tip. The wires and ivus catheter were removed from the pt together, including the detached tip. The catheter was examined confirming the monorail segment had broken and then the ivus catheter was removed from the wires. The 1st diagonal was re-wired, another ivus catheter was introduced and the procedure completed. Pt's condition was reported as "ok". Same event as MFR report no's 2134265-2009-02276 and 2134265-2009-02275 for the guidewires.